Manufacturer narrative:
The cobas 8000 cobas e602 module serial number was (B)(6). Qc was performed and was acceptable. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys testosterone ii assay (testosterone ii) on a cobas 8000 cobas e602 analyzer when compared to the liquid chromatography¿mass spectrometry (lcms/ms) method at a different facility. Initial result: 196 ng/dl (e602 module). Repeat result: 308 ng/dl (lcms/ms method). The repeat result was deemed to be correct.

Manufacturer narrative:
The investigation noted the qc to be within 2 standard deviations (sd) on the date of the event. The investigation reviewed the instrument information trace. Film detection, several abnormal aspiration and a sample short alarms were noted on the date of the event. These may be indicators of poor sample quality. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.